Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced a fever due to a suspected infection at the implantable pulse generator (ipg) site, accompanied by redness and inflammation. It was noted that the patient did not complete the prescribed post implant antibiotic course. The patient was subsequently treated with antibiotics and was doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the pocket site. Symptoms of fevers, red and inflamed were noted. The physician confirmed that the infection was not device or procedure related. The patient was administered with antibiotics.

Manufacturer narrative:
This report is being submitted to correct the date of event field (b3) and describe event or problem field (b5) in section b, adverse event/product problem.

Event description:
It was reported that the patient experienced a fever due to a suspected infection at the implantable pulse generator (ipg) site, accompanied by redness and inflammation. It was noted that the patient did not complete the prescribed post implant antibiotic course. The patient was subsequently treated with antibiotics and was doing well.